Event description:
Fiber optic light on trivex machine is broken. Biomed was called and replaced the light bulb. The equipment representative was called. Replacement bulb did not work and biomed had no information on how to fix machine. Rep stated that they would contact inavein and get back to biomed the next day. We had to bring in the thoracic endocam and light source to finish case.

Event description:
Fiber optic light on trivex machine is broken. Biomed was called and replaced the light bulb. The equipment representative was called. Replacement bulb did not work and biomed had no information on how to fix machine. Rep stated that they would contact inavein and get back to biomed the next day. We had to bring in the thoracic endocam and light source to finish case.